Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during incoming inspection, a cd-rom was found missing in the plastic package of a pacemaker.

Event description:
Reportedly, during incoming inspection, a cd-rom was found missing in the plastic package of a pacemaker.